Event description:
The customer reported the device failed to power up. This was detected in routine tests, there was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device failed to power up. This was detected in routine tests, there was no patient involvement. The customer confirmed a bad connection between 26-pin flex cable and keyscan pca. The cable was attached correctly and now the device is working well. The device passed testing and was returned to service. There was no request for further action or response from the customer. We are considering this an intermittent malfunction resulting from an incomplete electrical connection.